Manufacturer narrative:
A ge oec service representative investigated the issue and isolated the malfunction to the image processor board (ffb). The image processor pcb was removed and replaced to restore functionality. The system was further tested and found to be operating as intended. No negative patient effect was caused by this malfunction. The facility was unable or would not provide any patient information with respect to this issue.

Event description:
A ge oec 9900 fluoroscopy system reportedly had image quality issues where the image would intermittently blank out. No patient involvement reported.